Event description:
It was reported that the patient visited the hospital on (B)(6) 2026 with hyperglycemia. The patient's caregiver reported that the pod adhesive became loose at the insertion site, causing the cannula to dislodge. Following a dinner bolus, the patient's blood glucose levels began to rise into the 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient experienced vomiting, lethargy, fatigue, stomach pain, and generally feeling unwell. Due to the patient's condition, advice and emergency services were contacted and subsequently referred the patient to hospital for evaluation, as the event could not be managed at home. The pod was removed, and manual insulin injections were administered prior to seeking medical attention. The patient was treated with anti-sickness medication, oral rehydration fluids, and monitoring by healthcare professionals during an approximately 6-hour hospital visit before being discharged on (B)(6) 2026. No specific diagnosis other than elevated blood glucose levels was reported. A new pod was applied successfully following the event. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.